Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received pump error 63 during self test.the customer¿s blood glucose level was 95mg/dl. They stated that the self test did not pass. Troubleshoot was performed.the insulin pump will be return for analysis.

Manufacturer narrative:
Device not received stuck in manufacturing mode. Device passed displacement test and self test. Format history file analysis confirmed hardware low level failures due to open traces. Device received with cracked retainer, minor scratched display window, fading serial number label, pillowing keypad overlay and scratched case.

Event description:
Customer reported a blood glucose of 95 mg/dl but then dropped to around 40 mg/dl. Customer believes the low was due to the sensor not sending suspend signals to the insulin pump.